Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, that after performing the axsym digoxin iii assay, error code # 1118 (invalid test result, intercept too low) was generated. The customer also observed a significant difference in the study between the digoxin ii and digoxin iii assays. There was no impact to pt management reported.